Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the tome was re-inserted into the patient after a device exchange. After the tome was placed, the physician attempted to re-introduce the pre-loaded guidewire through the tome. The wire would not pass through the entire guidewire channel of the tome. The wire was exiting the channel right before the cut wire due to a tear in the channel in the area near the tip. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).